Event description:
It was reported by the patient¿s grandfather that the patient had visited the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 24 and 36 hours. It was reported that the cannula dislodged from the infusion site and became stuck to the adhesive which made it seem like the cannula was fine. There were no additional symptoms reported. Treatment details were not provided. Multiple good faith attempts to contact the reporter to obtain additional information were made, however they were unable to be contacted for further details.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.g991usqsjhzb1. Hardware: sm-g991u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.